Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe sftygld 1ml w/ndl 27x1/2 rb needle went through the shield. Complaint via email. I'll enter a x event but here are the accompanying pics. It may be difficult to see but this is an unused needle and out of the package it already has the needle poking through the safety- it came that way. This would mean it is harder to engage the safety and a potential risk to the staff.